Manufacturer narrative:
Isi has received the sureform 60 stapler associated with this complaint and completed investigations. Failure analysis investigations replicated the customer reported complaint of "would not unclamp from tissue". The instrument was installed on the in-house system. Error message of manual stapler release previously used on device. Do not reuse occurred, indicating the user used the manual unclamp feature of the stapler. This is an expected condition of the system software and an rfid editor software was used to undo the forced expiration as a result of using the manual stapler release of the instrument. Instrument was installed again, and initialization passed. The instrument failed to complete a fire during in-house testing and blue pedal was tapped on the surgeon console to unclamp. The instrument was removed, but the grip housing was not fully unclamped and the reload was unable to be removed. The manual release knob had to be turned to fully open up the jaws to remove the reload. After using the rfid editor to undo a forced expiration by using the manual release knob, the instrument was fired again with a new reload but failed again. The blue pedal was tapped on the surgeon console to unclamp. The instrument was removed but the grip housing was not fully unclamped and the reload was unable to be removed. The manual release knob had to be turned again to fully open up the jaws to remove the reload. Review of logs showed that this stapler was used on (B)(6) 2021 using system sk3724. It experienced a firing failure, but logs showed that the instrument completed an unclamp step after the failure. There were additional observations not reported by the site: the stapler was used at the site and logs showed 1 firing failure due to tissue thickness. Additionally, the I-beam cannot be manually extended out of the grip housing. Severe resistance was felt. The I-beam sleeve appeared to be damaged. The stapler was analyzed by an advanced failure analysis (afa) engineer and the following findings were observed: the primary fa finding of I-beam cannot be fully extended manually via bevel gear, assembly gets stuck/jammed at around 45mm mark on channel was replicated. High friction was also observed when manually retracting I-beam to fully retracted position. It was confirmed that the distal end of orange I-beam sheath was damaged. The sheath appeared to be bunched up within the clamp indicator window. The instrument was installed on the system and initialization failed on multiple installs, likely due to high drivetrain friction caused by damaged sheath. Disassembly of instrument showed sheath was cut/broken along its circumference within the snake wrist, near location of max flex in pitch direction. Root cause of damage was not determinable; however, this damage is likely related to the firing failures and may have also caused issues with unclamping. In addition, the reload used with this stapler was returned and completed investigations. It was found to have the blade exposed within the knife track and an indentation to the blade edge. The known common cause of this failure is mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the procedure log showed the alleged sureform 60 stapler instrument part #480460-09 / lot #l93201026-0185 was used on (B)(6) 2021 during a sleeve gastrectomy procedure on system (B)(4) . The log showed the alleged sureform 60 stapler instrument (lot #l93201026-0185) fired 5 sureform 60 reloads with 7 fires remaining. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineer and the following findings were obtained: "logs show that pn 480460-07, lot l93201026-0185 fired qty 5 reloads (1 green followed by 4 blue). First 4 firings were completed per the logs. The 5th firing (blue) resulted in a tissue too thick to continue firing failure at 45% completion. According to the logs, the unclamp that followed the firing failure was completed. Msc logs show an e-stop button press roughly 3 minutes after the unclamp event. Msc logs also show that mrk use was detected on this instrument roughly 1 minute after the e-stop button press, causing the system to force expire the instrument." No image or video clip for the reported event was submitted for review. This complaint is a reportable malfunction due to the following: the intuitive surgical sureform 60, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). The conservative placement of a clip, suture, staple, or other intervention when there was no observed bleeding or un-approximated tissue is not a medical intervention to preclude permanent impairment, and thus, this complaint is not a reportable adverse event. However, this is considered a reportable malfunction based on the following: although the instrument unclamped successfully from the tissue, failure analysis confirmed that the functional test to unclamp failed and that the I-beam assembly was jammed. Although there was no patient injury as a result of the issue identified through failure analysis, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler with a blue reload installed, could not unclamp from stomach tissue after firing. The manual release knob (mrk) was successfully used to release the tissue and a backup stapler was used to complete the procedure with no injury. The tissue was oversewed as a precaution. On 25-may-2021, isi received medwatch user facility report (B)(4). Stating: "from staff: when attempting to fire a robotic sureform 60 stapler during a procedure, the monitor said that the tissue was too thick. It then locked and had to be manually removed. From operative report: the major portion of the stomach was then removed with subsequent firing of the robotic stapler. An initial green load was used followed by subsequent firings of the blue load. The 2nd last staple firing be sureform stapler sensed thick tissue and did not completely fire. Stapler was manually removed. I evaluated the tissue in this area and felt a blue load was still most appropriate. New stapler was used a blue load was clamped over the tissue and fired without difficulty. When approaching the last fire an angle we were carefully not to include the distal esophagus by completing our staple firing between the left crus of the diaphragm and the spleen. Next the staple line was over sewn in a continuous running fashion with a barbed 2-0 stratafix suture. On 01-june-2021, intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the sureform 60 stapler instrument and sureform 60 reload were reportedly inspected prior to use, and no issues were noted. There were no issues with using the mrk to release the sureform 60 stapler instrument from stomach tissue. There was no adverse effect to the grasped tissue and no unexpected bleeding or tissue removal. The surgeon noted that there were staples beyond the knife blade. The sureform 60 stapler instrument only fired 20-30 mm, and the staple line was not completed. The surgeon reported that it was a well formed staple line. The system generated a tissue too thick to continue error message at the time of the event. The surgeon over-sewed the area for precautionary reasons due to the stapler misfire. The surgeon confirmed there were no holes or damage at or near the staple line. The sureform 60 stapler instrument is available for return to isi for evaluation; however, the sureform 60 reload is not able to be returned. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. No additional patient-related information was available. On 02-june-2021, isi followed up with the isi executive sales representative (esr), who spoke to the surgeon and obtained the following information: it was confirmed that no additional tissue was removed due to the unclamping issue. What the narrative on the medwatch most likely meant was the planned excised portion of the stomach was removed with subsequent firing of the stapler. After the firing failure, the stapler was removed without any issues using the mrk and a backup sureform 60 stapler was installed. There was no tissue bunching. He was unsure if there was any tissue calcification or tissue tension. The backup stapler fired without any issues and the procedure was completed as planned. The surgeon sutured the staple line as a precautionary measure. There was no additional hospital stay/admission to ICU, or blood transfusion due to the incident. The patient is doing well currently.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10 on 05-aug-2021, intuitive surgical, inc. (Isi) performed additional investigation on the returned sureform60 stapler which resulted in the following information being available. The instrument was further disassembled and it was found that the I-beam sheath was bunched up near the distal clevis. There was a clear unknown material wrapped around the bunched sleeve. Visual inspection did not find any sharp edges on the clevis. The source of the sheath damage is unclear at this point.